Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during one right ica (internal carotid artery) stenosis case, delivered guidewire (subject device) to ica and then found tip of it could not be torqued. So the operator withdrew the guidewire (subject device) and found 10cm from tip was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one right ica (internal carotid artery) stenosis case, delivered guidewire (subject device) to ica and then found tip of it could not be torqued. So the operator withdrew the guidewire (subject device) and found 10cm from tip was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was noted to be kinked/bent at 274.8cm from the proximal, the guidewire was returned broken/fractured in 2 segments (9.8cm distal segment and 288.9cm proximal segment), the segments were connected by stretched platinum wire, in the proximal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed, in the distal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed, the core wire distal end was observed through the distal tip dome, the guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The complaint was confirmed based on the analysis of the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the guidewire was noted to be kinked/bent at 274.8cm from the proximal end, the guidewire was returned in two segments (9.8cm distal segment and 288.9cm proximal segment), the segments were connected by stretched platinum wire. Core wire was exposed from both segments. It is probable that excessive torque was applied and the device broken/fractured during manipulation of device resulting in the reported fracture. The reported torque problem could not be replicated during device analysis due to damage to the device; however, the analysis results are consistent with the reported event. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip, when dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During the dimensional inspection, the od's were confirmed to be within specification when the device was both wet and dry. An assignable cause of procedural factors will be assigned to the as reported/as analyzed 'guidewire distal tip broken/fractured during use' as well as the as reported 'guidewire torque problem' and the as analyzed 'guidewire distal tip stretched' and 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.